Manufacturer narrative:
Concomitant medical products: product ID: 4024-58 lead, implanted: (B)(6)2001, product event summary: the distal portion of the lead was returned, and analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. It also indicated the impedance of the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that the patient presented with chest pain, nausea and occasional diaphoresis. The patient also experienced muscle/nerve pocket stimulation and reported pain and a shocking sensation to the left chest with pacing. Low pacing impedance and insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. In addition intermittent noise oversensing was noted on atrial channel recordings and intermittent loss of capture was noted on both leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.